Event description:
While using sonicision, they supply would not complete a cycle. While trying to use, it would beep and flash lights and not complete its cycle. We switched out both the generator and battery to check for those being defective and the product still did not work. After retrieving a new device, it worked with the generator and battery we had tried to use earlier. Attempted to contact rep to trouble shoot with no success.